Event description:
It was reported a patient presented in clinic with phrenic nerve stimulation. The right ventricular (rv) lead had low pacing impedance and myopotential pacing inhibition. Programming changes were made to restore normal parameters. The patient was stable.